Manufacturer narrative:
Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device shaft was bent. The patient was in good condition. The procedure outcome was good. There was no patient injury/medical or surgical intervention required. Additional information was received 26feb2020. The "shaft" is the shaft of the introducer; the piece that snaps into place. The shaft was bent at the tip of the introducer. The angio-seal was noticed to be bent when it was opened. The procedure being performed was a carotid angiogram while using a 5fr procedural sheath. A pre-deployment angiogram was performed. The device was not used. A new angio-seal was opened and used to complete the procedure successfully. The patient was stable.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6f angio-seal vip was returned for product evaluation. Only the carrier tube was returned along with the header bag. Visual inspection revealed that the carrier tube assembly appeared unused with bypass tube secure at its correct manufacturing position. There was no apparent kinking and folding noted on the carrier tube assembly no other visual anomalies were noted. Dimensional testing was performed. The outer diameter of the carrier tube was measured to be 0.080'' which was within the manufacturer specification of 0.080'' +/- 0.005. All measurements were found to be within the manufacturer's specifications. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. The exact cause of the reported event cannot be definitively determined based on the available information.